Event description:
The patient received two leads with the same lot number. It was reported the patient was reprogrammed, and it was determined one lead had all invalid contacts. Reprogramming using the other lead was able to regain effective coverage. The physician had an x-ray performed, and it was reported there would be no further intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.